Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the screen "went out" however it was noted that the display did flicker and therefore the interpose printed circuit board (pcb) was replaced to resolve. Analysis was also unable to confirm the customer comment of the programmer vibrating however it was noted that two mounting screws for the interpose pcb were rattling around loose inside the display area and they were reinstalled and torqued to specification to resolve. It was additionally noted that the stylus and cursor did not align on the screen and therefore the xy pcb/overlay cable/connector was cleaned and reseated and the stylus/overlay was then able to be calibrated using the 25 point method, and that the programmer's power cord insulation had separated from the female connector and that the left antenna was loose. Both (power cord and antenna) were replaced to resolve. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported (via follow-up) that the programmer's screen went out and the programmer seemed to be vibrating. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.